Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a decrease in sensing was observed on the right ventricular (rv) channel. A decrease in pacing impedance measurements to 350 ohms and a rise in pacing thresholds was also observed. An x-ray taken had showed the rv lead had dislodged. Surgical intervention was performed and the rv lead was repositioned. No additional adverse patient effects were reported.